Event description:
The intralase fs laser was used to create two channels for placement of intrastromal ring segments in the left (os) eye of a pt with advanced pellucid marginal degeneration (pmd). Exact day(s) not provided. At one week post-operatively, the pt presented with significant corneal edema secondary to a large inferior descemet membrane detachment. The pt was treated with topical steroids. Three weeks post-operatively, the segments were removed and an air bubble was placed in the anterior chamber. The corneal edema failed to resolve after one month and a large descemet detachment persisted. One month post-operatively, a penetrating keratoplasty was subsequently performed. The pt's preoperative best corrected visual acuity (bcva) was 20/60 in the right (od) eye and 20/80-2 in left (os) eye with spectacles. One week post-operatively, the pt's uncorrected visual acuity (ucva) was 20/200 in the left (od) eye. The physician does not believe the event is device related

Manufacturer narrative:
On 10/24/2008, a field service engineer (fsa) inspected the laser and performed a scheduled preventative maintenance. The laser system met specifications and performed as intended. An intralase clinical development specialist (csd) has been in contact with the site obtaining pt details. No additional information was provided. Other, descemet detachment.